Event description:
Customer reported the system intermittently will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. System operates as intended.